Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): method: no testing methods performed.

Event description:
It was reported that the emg tube was repositioned the emg tube cuff separated from the tube. The emg tube was removed and another was placed to complete the procedure. There was no report of patient injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.